Event description:
It was reported by service report that the IV pole mount bracket was broken with the IV pole having the potential to fall in an unintended direction as a result. The customer does not know whether there was pt involvement or adverse consequences to report.